Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, the response buttons were non-functional. The cause of the inability to activate the device is the non-functional response buttons. The cause of the non-functional response buttons is a defective switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons would not activate a patient's device.